Event description:
A customer ran a blood test on the a1cnow and received a reading of 7.9%. The lab reading was 9.8%.the difference could be clinically significant.no adverse event was alleged.no additional information was provided.product was not replaced.

Manufacturer narrative:
The initial reporter phone and address were not provided. The customer product information could not be obtained. It's not possible to determine the manufacture date without the product information.